Event description:
It was reported that the stent prematurely detached from the catheter at the external iliac artery, where it was then expanded and implanted. The intended treatment site was the superficial femoral artery.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The stent remains implanted and the delivery system was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.